Event description:
A report was received that the patient was having difficulty charging her ipg. Review of the data profile revealed no anomalies. The patient underwent an ipg revision procedure due to suspicion of ipg being flipped in the pocket. During revision, the physician chose to replace patient's ipg and moved the pocket to the abdomen area. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted device was returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.